Event description:
Same case as: #2134265-2011-01741. It was reported that during a percutaneous coronary treatment procedure, a hole in the balloon was noted. Access was gained through the femoral artery. The 100% stenosed de novo lesion being treated was located in the mildly calcified left anterior descending artery. The 2.0 x 25mm model maverick 2 monorail balloon catheter was advanced to the target lesion and failed to inflate. A hole was noted in the balloon. A 2.0x30mm maverick balloon was then advanced and failed to inflate as well and a hole was also noted in this balloon. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is stable.

Event description:
Same case as: #2134265-2011-01741. It was reported that during a percutaneous coronary treatment procedure, a hole in the balloon was noted. Access was gained through the femoral artery. The 100% stenosed de novo lesion being treated was located in the mildly calcified left anterior descending artery. The 2.0 x 25mm model maverick 2 monorail balloon catheter was advanced to the target lesion and failed to inflate. A hole was noted in the balloon. A 2.0x30mm maverick balloon was then advanced and failed to inflate as well and a hole was also noted in this balloon. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR: a pinhole leak was identified in the balloon. The pinhole was located approximately 1cm distal to the distal edge of the proximal markerband. A detailed microscopic examination of the balloon material and markerbands could not identify any anomalies which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).